Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received a low glucose readings of 49 mg/dl, 56 mg/dl with the adc device compared to readings of 202 mg/dl, 186 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of adc device wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Performed an smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly but the results were not within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The returned sensor forwarded for extended investigation. Returned sensor puck was already de-cased prior to this extended investigation. Visually inspection on the de-cased sensor puck was performed and crack on the copper trace of the printed circuit board assembly (pcba) was observed. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. To confirm the functionality of the returned sensor. Source measurement unit (smu) test and poise voltage tests were performed. The returned puck had an electrical current measured to be outside of the required specification. Furthermore, a poise voltage test was performed and results that were also outside of the specification due to the crack on the copper trace of the pcba. It is concluded that the damage on the pcba, which occurred during de-casing, is the reason the returned sensor failed smu test and poise voltage test as these cracks would prevent the correct current to be supplied to the sensor from the source meter unit. The sensor is no longer in the proper condition to perform testing, and the damage cannot be reversed therefore, the returned sensor is unable to test. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received a low glucose readings of 49 mg/dl, 56 mg/dl with the adc device compared to readings of 202 mg/dl, 186 mg/dl; respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of adc device wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.